Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Analysis showed that the insertion difficulty and damaged lead were not confirmed. Based on normal lead resistance measurements, a passing hipot test, passing pressure test and inspection that showed no conductor fractures.

Event description:
It was reported that this left ventricular (lv) lead was an attempted implant since when attempted to backload lead over a whisper wire, the physician was unable to advance past the last portion of the spiral mechanism. The physician tried a few times and whisper kept stopping at the transition point from spiral to straight portion of lead. Moreover, there was a lead body damage noted. No adverse patient effects were reported.